Event description:
During follow-up, decreased sensing of r waves was observed on the right ventricular (rv) lead. Lead dislodgement was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.